Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years 1 month post implant of this mitral annuloplasty band was explanted and replaced with bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this patient presented with exertional dyspnea an echocardiogram showed moderate to severe mitral regurgitation and moderate mitral stenosis. Interoperatively the physician noted that there was severe scarring and that the leaflets and chords were matted to the patients papillary muscles. The physician implanted a larger bioprosthetic valve. There was no additional adverse patient effects. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.